Manufacturer narrative:
(B)(4). Estimated date of event - the customer reported the event occurred a week before reporting the product experience. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. The suture deployed achieving homeostasis. Reportedly, immediately after the procedure the patient developed leg pain. A peripheral angiogram revealed an occlusion caused from deploying the proglide suture on the back wall of the vessel. The occlusion resolved after dilatating the vessel with a 6.0x20mm non-abbott balloon dilatation catheter with reportedly good results. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Hospitalization was not extended due to the product experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.